Event description:
The customer reported the subject device would turn off on its own and sound an alarm. The light on the front panel was also turned off. The reported issue occurred after some time; an unspecified procedure was started. The device had to be power cycled to resume operation. After some delay, the intended procedure was completed using the subject device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (front panel light turned off/ device turned off on its own with an alarm) was confirmed and found to be caused by a main board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to a faulty main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported issue. Information provided in b5.

Event description:
Additional information was received regarding the reported event (during a procedure, the subject device would turn off on its own and sound an alarm. The light on the front panel was also turned off): the intended procedure was a therapeutic hernia repair.